Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we found one other complaint regarding the lot number 9294409. Our subcontractor sent us a documentary investigation which revealed no anomaly registered during production, the potential root cause was balloon¿s raw material. Checking the quality databases revealed no anomaly in relation to the described defect. We received one used sample. We observed that the balloon was inflated and asymmetrical. We tested the inflation and the deflation of the balloon; the test confirmed the balloon deflated correctly. No root cause was identified, as no deflation issue was seen. A risk management file evaluation was performed and showed that risks are adequately controlled and reduced as far as possible. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the balloon was inflated before insertion; however, then the balloon would not deflate.